Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5039267) on 15-jan-2015. The most recent information was received on 27-feb-2019. This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs"), the first episode of pelvic pain ("pain in my pelvic region"), arthralgia ("pain in my joints in my knees and hips / her knees hurt to a point that she literally cannot walk") and joint swelling ("knees swell to a point that she literally cannot walk") in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 1, uterine bleeding and bloating. Current weight 273 lbs. Concurrent conditions included postpartum state, obesity, tobacco user, rheumatoid factor positive and yeast infection. Concomitant products included ibuprofen since 2014. In (B)(6) 2013, the patient experienced abdominal pain ("cramps a week prior to and through my entire cycle as well as the week after / horrendous pains, cramps"), menorrhagia ("periods are lasting at minimum 14 days a month / heavy flow including clots that are easily the size of a quarter") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In 2013, the patient experienced fatigue ("complete exhaustion"), menopause ("hormonal changes describe: similar to menopauses symptoms"), pollakiuria ("bladder or urinary problems or changes: urinary requency") and dysuria ("bladder or urinary problems or changes: urinary requency"). In 2014, the patient experienced tooth disorder ("dental issues"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), the first episode of pelvic pain (seriousness criterion disability), arthralgia (seriousness criterion medically significant), joint swelling (seriousness criterion medically significant), musculoskeletal disorder ("knees swell to a point that she literally cannot walk"), lethargy ("energy level decreased to almost lethargic"), alopecia ("hair was falling out / has lost so much hair"), asthenia ("energy level decreased to almost lethargic"), dysmenorrhoea ("cramps a week prior to and through my entire cycle as well as the week after / periods with debilitating cramps/ dysmenorrhea (cramping),/cramping"), abdominal distension ("bloating in my abdomen"), back pain ("pain in my low back"), disturbance in attention ("lack of concentration"), feeling abnormal ("complete and total brain fog"), somnolence ("can hard make it through the day without taking at least one nap"), menstruation delayed ("2.5 months without period"), vaginal discharge ("horrendous discharge"), poor quality sleep ("horrible time sleeping at night"), dyspareunia ("sex life is null due to the pain during intercourse/dyspareunia (painful sexual intercourse)"), skin irritation ("skin irritations"), the second episode of pelvic pain ("pain"), rash ("rashes on legs"), migraine ("migraines / headaches"), headache ("migraines / headaches") and allergy to metals ("nickel allergy"), was found to have weight increased ("gain weight / weight gain is beyond description") and underwent eyeglasses therapy ("vision/eye problems type: need for stronger glasses"). The patient was treated with surgery (surgery to remove the essure implant in (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, lethargy, asthenia, abdominal distension, back pain, disturbance in attention, fatigue, skin irritation, tooth disorder, the last episode of pelvic pain, menopause, vaginal haemorrhage, headache, allergy to metals, eyeglasses therapy, female sexual dysfunction, pollakiuria and dysuria outcome was unknown, the arthralgia, alopecia, dyspareunia and migraine had resolved, the joint swelling, musculoskeletal disorder, abdominal pain, dysmenorrhoea, feeling abnormal, somnolence, menorrhagia, menstruation delayed, vaginal discharge and poor quality sleep had not resolved and the weight increased and rash was resolving. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, arthralgia, asthenia, back pain, disturbance in attention, dysmenorrhoea, dyspareunia, dysuria, eyeglasses therapy, fatigue, feeling abnormal, female sexual dysfunction, headache, joint swelling, lethargy, menopause, menorrhagia, menstruation delayed, migraine, musculoskeletal disorder, perforation, pollakiuria, poor quality sleep, rash, skin irritation, somnolence, tooth disorder, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of pelvic pain and the second episode of pelvic pain to be related to essure. The reporter commented: patient had surgery and was feeling wonderful, recovering (not specified to any event). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.2 kg/sqm. Hysterosalpingogram - in (B)(6) 2015: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming vaginal haemorrhage, rashes, allergy to metal quality-safety evaluation of ptc: final assessment: this is report from an unknown patient with no contact information to conduct a follow-up. The symptoms reported could not be confirmed. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known possible undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received. Reporter's information was added. Added event similar to menopauses symptoms, abnormal bleeding (vaginal), rashes on legs, migraines / headaches,nickel allergy, vision/eye problems type: need for stronger glasses, dysuria, urinary frequency, apareunia (inability to have sexual intercourse). Updated outcome of events. Updated onset date of events. Concomitant condition, concomitant drug were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5039267) on 15-jan-2015. The most recent information was received on 22-nov-2019 this spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation of organs'), device breakage ('they were pulled as they broke off'), pelvic pain ('pain in my pelvic region'), arthralgia ('pain in my joints in my knees and hips / her knees hurt to a point that she literally cannot walk/knee pain and hip pain') and joint swelling ('knees swell to a point that she literally cannot walk') in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 1, uterine bleeding and bloating. Current weight 273 lbs. Concurrent conditions included postpartum state, obesity, tobacco user, rheumatoid factor positive and yeast infection. Concomitant products included ibuprofen since 2014. In (B)(6) 2013, the patient experienced abdominal pain ("cramps a week prior to and through my entire cycle as well as the week after / horrendous pains, cramps"), the first episode of menorrhagia ("periods are lasting at minimum 14 days a month / heavy flow including clots that are easily the size of a quarter/beeding 15-20 days a month") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In 2013, the patient experienced fatigue ("complete exhaustion"), menopausal symptoms ("hormonal changes describe: similar to menopauses symptoms"), pollakiuria ("bladder or urinary problems or changes: urinary requency") and dysuria ("bladder or urinary problems or changes: urinary requency"). In 2014, the patient experienced tooth fracture ("dental issues/I have broken yet another tooth"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), pelvic pain (seriousness criterion disability), arthralgia (seriousness criterion medically significant), joint swelling (seriousness criterion medically significant), musculoskeletal disorder ("knees swell to a point that she literally cannot walk"), lethargy ("energy level decreased to almost lethargic"), alopecia ("hair was falling out / has lost so much hair"), asthenia ("energy level decreased to almost lethargic"), dysmenorrhoea ("cramps a week prior to and through my entire cycle as well as the week after / periods with debilitating cramps/ dysmenorrhea (cramping),/cramping"), abdominal distension ("bloating in my abdomen"), back pain ("pain in my low back"), disturbance in attention ("lack of concentration"), feeling abnormal ("complete and total brain fog"), somnolence ("can hard make it through the day without taking at least one nap"), menstruation delayed ("2.5 months without period"), vaginal discharge ("horrendous discharge"), poor quality sleep ("horrible time sleeping at night"), dyspareunia ("sex life is null due to the pain during intercourse/dyspareunia (painful sexual intercourse)"), skin irritation ("skin irritations"), rash ("rashes on legs/rash"), migraine ("migraines / headaches"), headache ("migraines / headaches"), allergy to metals ("nickel allergy"), visual impairment ("vision/eye problems type: need for stronger glasses"), ovulation pain ("ovulation pain"), pain ("body pain/ache"), the second episode of menorrhagia ("heavy periods/bleed for 15-20 days a month"), gastroenteritis viral ("stomach flu"), eczema ("eczema"), menstruation irregular ("irregular periods"), blister ("blister") and vulvovaginal mycotic infection ("yeast infection-vaginal") and was found to have weight increased ("gain weight / weight gain is beyond description"). The patient was treated with surgery (surgery to remove the essure implant in (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, device breakage, pelvic pain, lethargy, asthenia, abdominal distension, back pain, disturbance in attention, fatigue, skin irritation, tooth fracture, menopausal symptoms, vaginal haemorrhage, headache, allergy to metals, visual impairment, female sexual dysfunction, pollakiuria, dysuria, ovulation pain, pain, the last episode of menorrhagia, gastroenteritis viral, eczema, menstruation irregular, blister and vulvovaginal mycotic infection outcome was unknown, the arthralgia, alopecia, dyspareunia and migraine had resolved, the joint swelling, musculoskeletal disorder, abdominal pain, dysmenorrhoea, feeling abnormal, somnolence, menstruation delayed, vaginal discharge and poor quality sleep had not resolved and the weight increased and rash was resolving. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, arthralgia, asthenia, back pain, blister, device breakage, disturbance in attention, dysmenorrhoea, dyspareunia, dysuria, eczema, fatigue, feeling abnormal, female sexual dysfunction, gastroenteritis viral, headache, joint swelling, lethargy, menopausal symptoms, menstruation delayed, menstruation irregular, migraine, musculoskeletal disorder, ovulation pain, pain, pelvic pain, perforation, pollakiuria, poor quality sleep, rash, skin irritation, somnolence, tooth fracture, vaginal discharge, vaginal haemorrhage, visual impairment, vulvovaginal mycotic infection, weight increased, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. The reporter commented: patient had surgery and was feeling wonderful, recovering (not specified to any event). Following essure removal, injuries or symptoms was decrease or resolve. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.2 kg/sqm. Hysterosalpingogram - in (B)(6) 2015: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming vaginal haemorrhage, rashes, allergy to metal concerning the injuries reported in this case, the following one was described in patient¿s social media: ovulation pain, pain, menorrhagia, gastroenteritis viral, eczema and menstruation irregular. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: quality-safety evaluation of product technical complaint. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5039267) on 15-jan-2015. The most recent information was received on 12-nov-2019. This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation of organs'), pelvic pain ('pain in my pelvic region'), arthralgia ('pain in my joints in my knees and hips / her knees hurt to a point that she literally cannot walk/knee pain and hip pain'), joint swelling ('knees swell to a point that she literally cannot walk') and device breakage ('they were pulled as they broke off') in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 1, uterine bleeding and bloating. Current weight 273 lbs. Concurrent conditions included postpartum state, obesity, tobacco user, rheumatoid factor positive and yeast infection. Concomitant products included ibuprofen since 2014. In (B)(6) 2013, the patient experienced abdominal pain ("cramps a week prior to and through my entire cycle as well as the week after / horrendous pains, cramps"), prolonged heavy periods ("periods are lasting at minimum 14 days a month / heavy flow including clots that are easily the size of a quarter/beeding 15-20 days a month") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In 2013, the patient experienced fatigue ("complete exhaustion"), menopausal symptoms ("hormonal changes describe: similar to menopauses symptoms"), pollakiuria ("bladder or urinary problems or changes: urinary requency") and dysuria ("bladder or urinary problems or changes: urinary requency"). In 2014, the patient experienced tooth fracture ("dental issues/I have broken yet another tooth"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criterion disability), arthralgia (seriousness criterion medically significant), joint swelling (seriousness criterion medically significant), musculoskeletal disorder ("knees swell to a point that she literally cannot walk"), lethargy ("energy level decreased to almost lethargic"), alopecia ("hair was falling out / has lost so much hair"), asthenia ("energy level decreased to almost lethargic"), dysmenorrhoea ("cramps a week prior to and through my entire cycle as well as the week after / periods with debilitating cramps/ dysmenorrhea (cramping),/cramping"), abdominal distension ("bloating in my abdomen"), back pain ("pain in my low back"), disturbance in attention ("lack of concentration"), feeling abnormal ("complete and total brain fog"), somnolence ("can hard make it through the day without taking at least one nap"), menstruation delayed ("2.5 months without period"), vaginal discharge ("horrendous discharge"), poor quality sleep ("horrible time sleeping at night"), dyspareunia ("sex life is null due to the pain during intercourse/dyspareunia (painful sexual intercourse)"), skin irritation ("skin irritations"), rash ("rashes on legs/rash"), migraine ("migraines / headaches"), headache ("migraines / headaches"), allergy to metals ("nickel allergy"), visual impairment ("vision/eye problems type: need for stronger glasses"), ovulation pain ("ovulation pain"), pain ("body pain/ache"), heavy periods ("heavy periods/bleed for 15-20 days a month"), gastroenteritis viral ("stomach flu"), eczema ("eczema"), menstruation irregular ("irregular periods"), blister ("blister"), vulvovaginal mycotic infection ("yeast infection-vaginal") and device breakage (seriousness criterion medically significant) and was found to have weight increased ("gain weight / weight gain is beyond description"). The patient was treated with surgery (surgery to remove the essure implant in (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, pelvic pain, lethargy, asthenia, abdominal distension, back pain, disturbance in attention, fatigue, skin irritation, tooth fracture, menopausal symptoms, vaginal haemorrhage, headache, allergy to metals, visual impairment, female sexual dysfunction, pollakiuria, dysuria, ovulation pain, pain, heavy periods, gastroenteritis viral, eczema, menstruation irregular, blister, vulvovaginal mycotic infection and device breakage outcome was unknown, the arthralgia, alopecia, dyspareunia and migraine had resolved, the joint swelling, musculoskeletal disorder, abdominal pain, dysmenorrhoea, feeling abnormal, somnolence, prolonged heavy periods, menstruation delayed, vaginal discharge and poor quality sleep had not resolved and the weight increased and rash was resolving. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, arthralgia, asthenia, back pain, blister, device breakage, disturbance in attention, dysmenorrhoea, dyspareunia, dysuria, eczema, fatigue, feeling abnormal, female sexual dysfunction, gastroenteritis viral, headache, joint swelling, lethargy, menopausal symptoms, menstruation delayed, menstruation irregular, migraine, musculoskeletal disorder, ovulation pain, pain, pelvic pain, perforation, pollakiuria, poor quality sleep, prolonged heavy periods, rash, skin irritation, somnolence, tooth fracture, vaginal discharge, vaginal haemorrhage, visual impairment, vulvovaginal mycotic infection, weight increased and heavy periods to be related to essure. The reporter commented: patient had surgery and was feeling wonderful, recovering (not specified to any event). Following essure removal, injuries or symptoms was decrease or resolve. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.2 kg/sqm. Hysterosalpingogram - in (B)(6) 2015: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming vaginal haemorrhage, rashes, allergy to metal concerning the injuries reported in this case, the following one was described in patient¿s social media: ovulation pain, pain, menorrhagia, gastroenteritis viral, eczema and menstruation irregular. Quality-safety evaluation of ptc: final assessment: this is report from an unknown patient with no contact information to conduct a follow-up. The symptoms reported could not be confirmed. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known possible undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on 12-nov-2019: fu(13) and fu(14) processed together. Social media received. Events added: ovulation pain, body pain/ache, stomach flu, eczema and irregular periods , vaginal yeast infection, blister , device breakage event clubbed and pt term updated: dental issues/I have broken yet another tooth. On 13-nov-2019: fu(13) and fu(14) processed together. Pfs received. Reporter causality comment added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5039267) on (B)(6) 2015. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation of organs'), device breakage ('they were pulled as they broke off') and pelvic pain ('pain in my pelvic region') in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 1, uterine bleeding and bloating. Current weight 273 lbs. Concurrent conditions included postpartum state, obesity, tobacco user, rheumatoid factor positive, yeast infection, hypertension and visual disturbances. Concomitant products included ibuprofen since 2014. On (B)(6) 2013, the patient had essure inserted. In january 2013, the patient experienced abdominal pain ("cramps a week prior to and through my entire cycle as well as the week after / horrendous pains, cramps"), the first episode of menorrhagia ("periods are lasting at minimum 14 days a month / heavy flow including clots that are easily the size of a quarter/beeding 15-20 days a month") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). In february 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In 2013, the patient experienced fatigue ("complete exhaustion"), menopausal symptoms ("hormonal changes describe: similar to menopauses symptoms"), pollakiuria ("bladder or urinary problems or changes: urinary requency") and dysuria ("bladder or urinary problems or changes: urinary requency"). In 2014, the patient experienced tooth fracture ("dental issues/I have broken yet another tooth"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), pelvic pain (seriousness criterion disability), arthralgia ("pain in my joints in my knees and hips / her knees hurt to a point that she literally cannot walk/knee pain and hip pain"), joint swelling ("knees swell to a point that she literally cannot walk"), musculoskeletal disorder ("knees swell to a point that she literally cannot walk"), lethargy ("energy level decreased to almost lethargic"), alopecia ("hair was falling out / has lost so much hair"), asthenia ("energy level decreased to almost lethargic"), dysmenorrhoea ("cramps a week prior to and through my entire cycle as well as the week after / periods with debilitating cramps/ dysmenorrhea (cramping),/cramping"), abdominal distension ("bloating in my abdomen"), back pain ("pain in my low back"), disturbance in attention ("lack of concentration"), feeling abnormal ("complete and total brain fog"), somnolence ("can hard make it through the day without taking at least one nap"), menstruation delayed ("2.5 months without period"), vaginal discharge ("horrendous discharge"), poor quality sleep ("horrible time sleeping at night"), dyspareunia ("sex life is null due to the pain during intercourse/dyspareunia (painful sexual intercourse)"), skin irritation ("skin irritations"), rash ("rashes on legs/rash"), migraine ("migraines / headaches"), headache ("migraines / headaches"), allergy to metals ("nickel allergy"), visual impairment ("vision/eye problems type: need for stronger glasses"), ovulation pain ("ovulation pain"), pain ("body pain/ache"), the second episode of menorrhagia ("heavy periods/bleed for 15-20 days a month"), gastroenteritis viral ("stomach flu"), eczema ("eczema"), menstruation irregular ("irregular periods"), blister ("blister"), vulvovaginal mycotic infection ("yeast infection-vaginal") and bone pain ("stabbing pain on their hip bone") and was found to have weight increased ("gain weight / weight gain is beyond description/ / 40 lbs gained"). The patient was treated with 4 pulled 2 crowned and surgery (surgery to remove the essure implant in february 2016). Essure was removed on (B)(4) 2016. At the time of the report, the perforation, device breakage, pelvic pain, lethargy, asthenia, abdominal distension, back pain, disturbance in attention, fatigue, skin irritation, tooth fracture, menopausal symptoms, vaginal haemorrhage, headache, allergy to metals, visual impairment, female sexual dysfunction, pollakiuria, dysuria, ovulation pain, pain, the last episode of menorrhagia, gastroenteritis viral, eczema, menstruation irregular, blister, vulvovaginal mycotic infection and bone pain outcome was unknown, the arthralgia, alopecia, dyspareunia and migraine had resolved, the joint swelling, musculoskeletal disorder, abdominal pain, dysmenorrhoea, feeling abnormal, somnolence, menstruation delayed, vaginal discharge and poor quality sleep had not resolved and the weight increased and rash was resolving. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, arthralgia, asthenia, back pain, blister, bone pain, device breakage, disturbance in attention, dysmenorrhoea, dyspareunia, dysuria, eczema, fatigue, feeling abnormal, female sexual dysfunction, gastroenteritis viral, headache, joint swelling, lethargy, menopausal symptoms, menstruation delayed, menstruation irregular, migraine, musculoskeletal disorder, ovulation pain, pain, pelvic pain, perforation, pollakiuria, poor quality sleep, rash, skin irritation, somnolence, tooth fracture, vaginal discharge, vaginal haemorrhage, visual impairment, vulvovaginal mycotic infection, weight increased, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. The reporter commented: patient had surgery and was feeling wonderful, recovering (not specified to any event). Following essure removal, injuries or symptoms was decrease or resolve. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.2 kg/sqm. Hysterosalpingogram - in may 2015: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming vaginal haemorrhage, rashes, allergy to metal concerning the injuries reported in this case, the following one was described in patient¿s social media: ovulation pain, pain, menorrhagia, gastroenteritis viral, eczema and menstruation irregular. The following information was received from social media stabbing pain on their hip bone. Quality-safety evaluation of ptc: unable to confirm complaint~ most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. Event added- stabbing pain on their hip bone. Reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: (B)(4) on 15-jan-2015. The most recent information was received on 23-mar-2020. Quality-safety evaluation of ptc: unable to confirm complaint. This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation of organs'), device breakage ('they were pulled as they broke off') and pelvic pain ('pain in my pelvic region') in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 1, uterine bleeding, bloating and pregnancy. Current weight 273 lbs. Concurrent conditions included postpartum state, obesity, tobacco user, rheumatoid factor positive, yeast infection, hypertension and visual disturbances. Concomitant products included ibuprofen since 2014. On (B)(6)2013, the patient had essure inserted. In (B)(6)2013, the patient experienced abdominal pain ("cramps a week prior to and through my entire cycle as well as the week after / horrendous pains, cramps"), the first episode of menorrhagia ("periods are lasting at minimum 14 days a month / heavy flow including clots that are easily the size of a quarter/bleeding 15-20 days a month") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). In (B)(6)2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In 2013, the patient experienced fatigue ("complete exhaustion"), menopausal symptoms ("hormonal changes describe: similar to menopauses symptoms"), pollakiuria ("bladder or urinary problems or changes: urinary frequency") and dysuria ("bladder or urinary problems or changes: urinary frequency"). In 2014, the patient experienced tooth fracture ("dental issues/I have broken yet another tooth"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), pelvic pain (seriousness criterion disability), arthralgia ("pain in my joints in my knees and hips / her knees hurt to a point that she literally cannot walk/knee pain and hip pain"), joint swelling ("knees swell to a point that she literally cannot walk"), musculoskeletal disorder ("knees swell to a point that she literally cannot walk"), lethargy ("energy level decreased to almost lethargic"), alopecia ("hair was falling out / has lost so much hair"), asthenia ("energy level decreased to almost lethargic"), dysmenorrhoea ("cramps a week prior to and through my entire cycle as well as the week after / periods with debilitating cramps/ dysmenorrhea (cramping),/cramping"), abdominal distension ("bloating in my abdomen"), back pain ("pain in my low back"), disturbance in attention ("lack of concentration"), feeling abnormal ("complete and total brain fog"), somnolence ("can hard make it through the day without taking at least one nap"), menstruation delayed ("2.5 months without period"), vaginal discharge ("horrendous discharge"), poor quality sleep ("horrible time sleeping at night"), dyspareunia ("sex life is null due to the pain during intercourse/dyspareunia (painful sexual intercourse)"), skin irritation ("skin irritations"), rash ("rashes on legs/rash"), migraine ("migraines / headaches"), headache ("migraines / headaches"), allergy to metals ("nickel allergy"), visual impairment ("vision/eye problems type: need for stronger glasses"), ovulation pain ("ovulation pain"), pain ("body pain/ache"), the second episode of menorrhagia ("heavy periods/bleed for 15-20 days a month"), gastroenteritis viral ("stomach flu"), eczema ("eczema"), menstruation irregular ("irregular periods"), blister ("blister"), vulvovaginal mycotic infection ("yeast infection-vaginal"), bone pain ("stabbing pain on their hip bone") and sinus disorder ("ear/sinus problem") and was found to have weight increased ("gain weight / weight gain is beyond description/ / 40 lbs gained"). The patient was treated with 4 pulled 2 crowned and surgery (surgery to remove the essure implant in (B)(6)2016). Essure was removed on (B)(6)2016. At the time of the report, the perforation, device breakage, pelvic pain, lethargy, asthenia, abdominal distension, back pain, disturbance in attention, fatigue, skin irritation, tooth fracture, menopausal symptoms, vaginal haemorrhage, headache, allergy to metals, visual impairment, female sexual dysfunction, pollakiuria, dysuria, ovulation pain, pain, the last episode of menorrhagia, gastroenteritis viral, eczema, menstruation irregular, blister, vulvovaginal mycotic infection, bone pain and sinus disorder outcome was unknown, the arthralgia, alopecia, dyspareunia and migraine had resolved, the joint swelling, musculoskeletal disorder, abdominal pain, dysmenorrhoea, feeling abnormal, somnolence, menstruation delayed, vaginal discharge and poor quality sleep had not resolved and the weight increased and rash was resolving. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, arthralgia, asthenia, back pain, blister, bone pain, device breakage, disturbance in attention, dysmenorrhoea, dyspareunia, dysuria, eczema, fatigue, feeling abnormal, female sexual dysfunction, gastroenteritis viral, headache, joint swelling, lethargy, menopausal symptoms, menstruation delayed, menstruation irregular, migraine, musculoskeletal disorder, ovulation pain, pain, pelvic pain, perforation, pollakiuria, poor quality sleep, rash, sinus disorder, skin irritation, somnolence, tooth fracture, vaginal discharge, vaginal haemorrhage, visual impairment, vulvovaginal mycotic infection, weight increased, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. The reporter commented: patient had surgery and was feeling wonderful, recovering (not specified to any event). Following essure removal, injuries or symptoms was decrease or resolve. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.2 kg/sqm. Hysterosalpingogram - in (B)(6)2015: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming vaginal haemorrhage, rashes, allergy to metal concerning the injuries reported in this case, the following one was described in patient¿s social media: ovulation pain, pain, menorrhagia, gastroenteritis viral, eczema and menstruation irregular. The following information was received from social media stabbing pain on their hip bone. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Reporter added. Event ear/sinus problem added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs"), pelvic pain ("pain in my pelvic region"), arthralgia ("pain in my joints in my knees and hips / her knees hurt to a point that she literally cannot walk") and joint swelling ("knees swell to a point that she literally cannot walk") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 1. Concurrent conditions included postpartum state. On (B)(6) -2013, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), pelvic pain (seriousness criterion disability), arthralgia (seriousness criterion medically significant), joint swelling (seriousness criterion medically significant), musculoskeletal disorder ("knees swell to a point that she literally cannot walk"), lethargy ("energy level decreased to almost lethargic"), alopecia ("hair was falling out / has lost so much hair"), weight increased ("gain weight / weight gain is beyond description"), asthenia ("energy level decreased to almost lethargic"), abdominal pain ("cramps a week prior to and through my entire cycle as well as the week after / horrendous pains, cramps"), dysmenorrhoea ("cramps a week prior to and through my entire cycle as well as the week after / periods with debilitating cramps"), abdominal distension ("bloating in my abdomen"), back pain ("pain in my low back"), disturbance in attention ("lack of concentration"), fatigue ("complete exhaustion"), feeling abnormal ("complete and total brain fog"), somnolence ("can hard make it through the day without taking at least one nap"), menorrhagia ("periods are lasting at minimum 14 days a month / heavy flow including clots that are easily the size of a quarter"), menstruation delayed ("2.5 months without period"), vaginal discharge ("horrendous discharge"), poor quality sleep ("horrible time sleeping at night"), dyspareunia ("sex life is null due to the pain during intercourse"), skin irritation ("skin irritations"), tooth disorder ("dental issues ") and pelvic pain ("pain"). The patient was treated with surgery (surgery to remove the essure implant in (B)(6) 2016). Essure was removed in (B)(6) 2016. At the time of the report, the perforation, pelvic pain, lethargy, weight increased, asthenia, abdominal distension, back pain, disturbance in attention, fatigue, skin irritation, tooth disorder and pain outcome was unknown and the arthralgia, joint swelling, musculoskeletal disorder, alopecia, abdominal pain, dysmenorrhoea, feeling abnormal, somnolence, menorrhagia, menstruation delayed, vaginal discharge, poor quality sleep and dyspareunia had not resolved. The reporter considered abdominal distension, abdominal pain, alopecia, arthralgia, asthenia, back pain, disturbance in attention, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, joint swelling, lethargy, menorrhagia, menstruation delayed, musculoskeletal disorder, pelvic pain, the second episode of pelvic pain, perforation, poor quality sleep, skin irritation, somnolence, tooth disorder, vaginal discharge and weight increased to be related to essure. Quality-safety evaluation of ptc: final assessment: this is report from an unknown patient with no contact information to conduct a follow-up. The symptoms reported could not be confirmed. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known possible undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on (B)(6) 2017: legal claim received: the essure insertion date was updated to (B)(6) 2013. New events were also reported: perforation of organs, skin irritations, dental issues and pain. The essure was removed on (B)(6) 2016. Essure legal manufacture has changed from bayer healthcare, llc,(B)(4) to bayer pharma(B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.